Event description:
It was reported that a monarc was implanted (B)(6) 2009. It was alleged by the attorney that the plaintiff utilized the products "thus causing foreseeable injuries and economic losses."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.